Event description:
It was reported via repair work order that the cot would not unlock from the fastener due to a disconnected cable and fastening system that needed to be adjusted for proper operation. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.